Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation was verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue.the connection and disconnection between the female connector and an in lab patient connector was performed with no issues noted. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This was observed when trying to disconnect an unspecified syringe from the transfer set after flushing with heparin. The nurse stated they heard a crack when they started to unthread the syringe, and they could not disconnect the syringe from the transfer set as the blue part kept spinning and was unthreading from the light blue part. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.